Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed.  Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted.  Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Allofit hip ring fractured after implantation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report .

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: bone fracture review of received data: surgical notes and an expert's evaluation of the patient's post-operative condition have been received. - surgical report from implantation surgery dated (B)(6) 2013: diagnosis: cox arthrosis left. Procedure: implantation of a total hip endoprothesis. It is described that a fitmore cup could not be fixed. Therefore an allofit s cup (size 54) was implanted instead, archiving a stable pressfit. Two screws were used to prevent rotation. Fixation of the pe inlay, cemented mueller stem size 11.25 and a cobalt chrome head size m. No additional intraoperative complications have been mentioned. No luxation tendency. Leg lengthening of 2cm. - expert's evaluation: it is described that the patient is suffering from a post-operative leg-length difference of 1.5cm. During physiotherapy a difference of 3cm would have been measured. Pre-operatively, the patient already had a leg-length difference of 1cm. Moreover on may 17, 2013 a paresis of the left m. Iliopsoas / quadriceps was diagnosed. In the expert's opinion this might have been favored by the transgluteal approach used for implantation. In the post-operative radiographic control, a fracture of the anterior pelvic ring as well as a not displaced fracture of the acetabulum were diagnosed. The patient would not have experienced a fall. In the expert's opinion, knowing of the diagnosed fractures, both fractures can already be recognized in the post-operative x-rays. This would mean that they have happened most probably intraoperatively, during implantation of the pressfit cup. These fractures would have completely healed. Moreover in the assessment of the medical documents it is mentioned, that there is no evidence of a pre-operative planning. Review of product documentation: - instructions for use (IFU): the ifus for acetabular cups and for allofit alloclassic acetabular cups have been reviewed. In the adverse events pelvic, femoral or acetabular fractures are listed. - these devices are intended for treatment. - the product history for the allofit and allofit-s cups was reviewed for an unlimited timeframe. Only one additional complaint reported bone damage which occurred during intraoperative removal of an allofit cup. No further complaints for bone fracture or even anterior pelvic ring fracture have been received. - the clinical evaluation report for the allofit shells was reviewed. Intraoperative bone fracture, it is described that the incidence of fracture during total hip arthroplasty ranges from 0.1 to 1% for cemented components and from 3 to 18% for uncemented components (erens, thornhill et al. 2016). Most intraoperative fractures occur on the femoral side during stem insertion. Conclusion: it was reported that the surgeon is consulting a female patient who was implanted with a hip prosthesis on (B)(6) 2013 and is suffering from a fracture of the pelvis ring as well as acetabulum, leg length difference, damage to nerve plexus and paresis of the left m. Iliopsoas / quadriceps. The expert's evaluation concluded that the fractures have occurred most probably intraoperative and would be a known adverse event which might occur during implantation of a pressfit cup. The leg length difference would have been favored by the patient's precondition and arthrosis of the opposite hip joint. The damage to the muscle might have been favored by the transgluteal approach used for implantation. No further similar reported event was found during the review of the complaint history for the allofit and allofit-s cups. As no x-rays have been received, the correct size of the implants cannot be confirmed. It might be possible that the application of excessive load during implantation of the allofit cup led to the intraoperative bone fractures. However, based on the available information an exact root cause for the reported event cannot be determined. There is no indication that there has been any nonconformity of the implanted devices. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-00375-1.

Manufacturer narrative:
No trend analysis could be performed as no item number is available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the surgeon is consulting a female patient who experienced anterior pelvic-ring fracture post implantation of an allofit cup. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it remains implanted. Review of product documentation: instructions for use (IFU): the ifus for acetabular cups and for allofit alloclassiy acetabular cups have been reviewed. In the adverse events "pelvic, femoral or acetabular fractures" are listed. Root cause analysis root cause determination using rmw: implant breakage / post-operative (periprosthetic) bone fracture due to inappropriate advice by surgeon to inform patient on activities and limits. Possible, as it remains unknown whether the instructions given in the surgical technique allofit alloclassic shell have been followed. Additionally, the following instructions for use need to be considered: IFU d011500277 (sections indications, patient counseling information), IFU d011500213 (sections indications, patient counseling information), IFU d011500200 (sections indications). Conclusion summary: it was reported that a patient has experienced an anterior pelvic-ring fracture post implantation of an allofit cup neither x-rays, operative notes, office visit notes, nor any other case relevant documents have been received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally it remains unknown, whether there has been any contribution condition related to the event, like a fall of the patient. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported that a patient experienced post implantation fracture of the pelvis-ring.

Manufacturer narrative:
Additional information was received and is included in the report. Other additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).